Manufacturer narrative:
Additional product component: model number/catalog number: 72404310 and 720182-01; serial number: null and null; batch/lot number: 113462005 and 112571005; model/catalog description: pump ms and reservoir flatt 100ml.

Event description:
It was reported that the patient experienced cylinder puncture and inflation issues resulting from pump malfunction with an inflatable penile prosthesis (ipp). The ipp left cylinder and pump were explanted and a new ipp left cylinder and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced cylinder puncture and inflation issues resulting from pump malfunction with an inflatable penile prosthesis (ipp). The ipp left cylinder and pump were explanted and a new ipp left cylinder and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder input tube that was at the partial sleeve (only 10mm) and krt junction that was due to fatigue. Per the cis product investigation work instruction, no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Pump analysis: malfunction was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The contamination observed in the pump was due to a fatigue leak in the input tube sleeve of the cylinders due to partial sleeve removal (reference pr ID (B)(4)). Reservoir was not returned for analysis. Additional information: device has returned analysis anticipated but not yet begun, evaluation method code. Additional product component: model number/catalog number 72404310 and 720182-01. Serial number: null and null. Batch/lot number 113462005 and 112571005. Model/catalog description pump ms and reservoir flatt 100ml.

Manufacturer narrative:
Additional information: device has returned analysis anticipated but not yet begun, evaluation method code. Additional product component: model number/catalog number: 72404310 and 720182-01. Serial number: null and null. Batch/lot number: 113462005 and 112571005. Model/catalog description: pump ms and reservoir flatt 100ml.

Event description:
It was reported that the patient experienced cylinder puncture and inflation issues resulting from pump malfunction with an inflatable penile prosthesis (ipp). The ipp left cylinder and pump were explanted and a new ipp left cylinder and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.